Event description:
It was reported that foreign matter was found within the bd luer-lok¿ tip syringe. This event occurred 2 times. The following information was provided by the initial reporter: "foreign material in 50ml ll syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported there was foreign matter in the syringe. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. At the top of the rubber stopper and adhered to a plunger rod rib there is a string about 1.25" of material coming out of the rubber stopper. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if, during the stopper trimming process, the string was not properly cut inducing the symptom reported. A device history record review was completed for provided material number 309653, lot number 2033227. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information